Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after a patient had a glaucoma stent implanted they "missed the target". Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of missed the target; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided. There is no indication of device failure. Failure to achieve target refraction post-cataract/device implantation surgery may be due to factors associated with lens selection, intraoperative complications, postoperative anterior chamber shallowing, the refraction evaluation process, or a combination of these factors. Possible root cause is that anterior chamber shallowing and bcva post-device implantation are established risks of the procedure that are reflected in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).